Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to change cartridge and fill the infusion set tubing while the tubing was connected to the body which resulted in an unintended delivery of insulin. Customer reported a blood glucose level of 140 (mg/dl) during the initial follow-up with tandem technical support and called their hcp for instruction on how to treat their dosage. During the second follow-up with tandem technical support, customer reported a blood glucose level of 195 mg/dl and drinking 6 ozs of juice resulting in a level of 170mg/dl, then contacting their hcp whom recommended drinking 8 oz. Of juice. Customer reported bg level had declined to 82mg/dl and was under control.